Event description:
It was reported that the right ventricular (rv) lead was oversensing noise that resulted in pacing inhibition on a dependent patient. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the distal portion of the lead was returned. Analysis was performed and no anomalies were found. However, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to kinking/buckling and became extrinsically distorted due to pulling/stretching/overstress. The overlay tubing of the lead was extrinsically melted but not breached and developed cosmetic esc (environmental stress cracking) while in vivo. Visual summary analysis of the lead indicated apparent explant damage. The distal segment was thoroughly analyzed electrically and visually (including destructive analysis) in an attempt to find an explanation for the ¿oversensing¿ described in the event. There were no anomalies observed on the returned distal segment that would contribute to the oversensing described in the event. Neither an in-vivo insulation breach nor fracture was observed. The lead was returned with non-severe explant damage. Concomitant medical products: product ID: d334drg implantable cardioverter defibrillator (ICD),   implanted: (B)(6) 2012. (B)(4).